Event description:
Reporter alleged passing out due to blood glucose monitoring device results. Reporter stated being unconscious: first day - result 167 mg/dl at 5 am and drank orange juice and rechecked result was 100 mg/dl. Reporter stated third day went unconscious again and device result was 148 mg/dl and she drank orange juice again and device was 67 mg/dl. Reporter indicated not seeking med attention for either incident. Reporter stated being a brittle diabetic and results usually run low. Reporter stated obtaining higher results on device than her body agreed with before passing out when her glucose was actually low. Reporter stated controls were run and found to be out of range. A request was made for the return of the suspect device and replacement product was sent.